Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an inadequate number or size of pads to transfer optimal energy. However, this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow rate is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse had a patient at 36.8c with target temperature of 37.5c on the arctic sun device and patient hit target but kept cooling. No audible alarms. The patient temperature was 36.8c, water temperature was 16.5c and flow rate was 3.5lpm. It was noted that the weight of the patient was 96kg and using size medium pads. Mis suggested adding a universal pad. Nurse confirmed patient was generating heat by shivering. Mis discussed sources of heat generation and asked nurse to treat per facility protocol. Nurse discussed benefits of a continual counter-warming source such as a bair hugger.

Event description:
It was reported that nurse had a patient at 36.8c with target temperature of 37.5c on the arctic sun device and patient hit target but kept cooling. No audible alarms. The patient temperature was 36.8c, water temperature was 16.5c and flow rate was 3.5lpm. It was noted that the weight of the patient was 96kg and using size medium pads. Mis suggested adding a universal pad. Nurse confirmed patient was generating heat by shivering. Mis discussed sources of heat generation and asked nurse to treat per facility protocol. Nurse discussed benefits of a continual counter-warming source such as a bair hugger.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.